Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and down buttons were not responded. No harm requiring medical intervention was reported. Customer did not received stuck button alarm. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. The insulin pump will not be returned for analysis.